Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was thought that the patient's large chest may have contributed to the dislodgement. The lead was explanted and replaced by a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.